Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy menses with clotting/menorrhagia') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity (she is allergic to ¿fake¿ or ¿costume¿ jewelry, which often contains nickel). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, the patient experienced procedural pain ("post operative occasional sharp pains in her lower abdomen"), vaginal haemorrhage ("spotting"), abdominal distension ("post operative bloating") and vaginal discharge ("post operative discharge and a foul vaginal odor"), 4 years 3 months after insertion and 1 month 18 days after removal of essure. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), iron deficiency anaemia ("iron deficiency anemia"), abdominal pain ("abdominal pain/cramping"), back pain ("back pain"), fatigue ("fatigue"), headache ("headaches"), dizziness ("dizziness"), disturbance in attention ("trouble focusing"), memory impairment ("trouble in memory"), pelvic pain ("pelvic pain"), dermatitis allergic ("rash/skin"), bacterial vaginosis ("bacterial vaginosis"), genital haemorrhage ("bleeding"), post procedural complication ("post removal complications-yes"), depression ("depression"), hypersensitivity ("allergic reaction"), mood swings ("mood swings "), vaginal infection ("vaginal infection"), anxiety ("mental anguish"), migraine ("migraines/ headache"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia(painful sexual intercourse)") and was found to have weight increased ("weight gain"). The patient was treated with iron, metronidazole, tranexamic acid (tranexamic), vitamins nos (multivitamin), drospirenone + ethinylestradiol (yaz) and surgery (robotically assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on 13-feb-2017. At the time of the report, the menorrhagia, iron deficiency anaemia, abdominal pain, back pain, fatigue, headache, dizziness, disturbance in attention, memory impairment, dermatitis allergic, bacterial vaginosis and genital haemorrhage had resolved, the procedural pain, vaginal haemorrhage, abdominal distension, vaginal discharge, post procedural complication, depression, weight increased, hypersensitivity, mood swings, vaginal infection, anxiety, migraine, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal distension, abdominal pain, anxiety, back pain, bacterial vaginosis, depression, dermatitis allergic, disturbance in attention, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, iron deficiency anaemia, memory impairment, menorrhagia, migraine, mood swings, pelvic pain, post procedural complication, procedural pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: until the essure removal, neither she nor her doctors could clearly correlate her problem as being associated with the device. After the essure removal, the cause of her problems became obvious, due to their resolution. In addition, it was reported physician found that an acepto bulb was accidentally left in the vagina during the hysterectomy. On or around (B)(6) 2017 the physician removed the bulb from the vagina and prescribed metronidazole. Discrepancy in essure insertion date as: (B)(6) 2013. Patient received treatment for weight gain, bleeding, urinary tract/bladder problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: result- total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2020: pfs and mr received: reporter was added. One event was updated from psyche injury to depression & new events- mood swings, vaginal infection, mental anguish, migraines/ headache, dyspareunia(painful sexual intercourse), dysmenorrhea (cramping) were added. Lab test was added. Event outcome of pelvic pain was updated from unknown to recovering/resolving. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy menses with clotting/menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity (she is allergic to ¿fake¿ or ¿costume¿ jewelry, which often contains nickel). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, the patient experienced procedural pain ("post operative occasional sharp pains in her lower abdomen"), vaginal haemorrhage ("spotting"), abdominal distension ("post operative bloating") and vaginal discharge ("post operative discharge and a foul vaginal odor"), 4 years 3 months after insertion and 1 month 18 days after removal of essure. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), iron deficiency anaemia ("iron deficiency anemia"), abdominal pain ("abdominal pain/cramping"), back pain ("back pain"), fatigue ("fatigue"), headache ("headaches"), dizziness ("dizziness"), disturbance in attention ("trouble focusing"), memory impairment ("trouble in memory"), pelvic pain ("pelvic pain"), dermatitis allergic ("rash/skin"), bacterial vaginosis ("bacterial vaginosis"), genital haemorrhage ("bleeding"), post procedural complication ("post removal complications-yes"), psychological trauma ("psychological injury") and hypersensitivity ("allergic reaction") and was found to have weight increased ("weight gain"). The patient was treated with iron, metronidazole, tranexamic acid (tranexamic), vitamins nos (multivitamin), drospirenone + ethinylestradiol (yaz) and surgery (robotically assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, iron deficiency anaemia, abdominal pain, back pain, fatigue, headache, dizziness, disturbance in attention, memory impairment, dermatitis allergic, bacterial vaginosis and genital haemorrhage had resolved and the procedural pain, vaginal haemorrhage, abdominal distension, vaginal discharge, pelvic pain, post procedural complication, psychological trauma, weight increased and hypersensitivity outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, bacterial vaginosis, dermatitis allergic, disturbance in attention, dizziness, fatigue, genital haemorrhage, headache, hypersensitivity, iron deficiency anaemia, memory impairment, menorrhagia, pelvic pain, post procedural complication, procedural pain, psychological trauma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: until the essure removal, neither she nor her doctors could clearly correlate her problem as being associated with the device. After the essure removal, the cause of her problems became obvious, due to their resolution. In addition, it was reported physician found that an acepto bulb was accidentally left in the vagina during the hysterectomy. On or around (B)(6) 2017 the physician removed the bulb from the vagina and prescribed metronidazole. Discrepancy in essure insertion date as: (B)(6) 2013. Patient received treatment for weight gain, bleeding, urinary tract/bladder problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy menses with clotting/menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity (she is allergic to ¿fake¿ or ¿costume¿ jewelry, which often contains nickel). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, the patient experienced procedural pain ("post operative occasional sharp pains in her lower abdomen"), vaginal haemorrhage ("spotting"), abdominal distension ("post operative bloating") and vaginal discharge ("post operative discharge and a foul vaginal odor"), 4 years 3 months after insertion and 1 month 18 days after removal of essure. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), iron deficiency anaemia ("iron deficiency anemia"), abdominal pain ("abdominal pain/cramping"), back pain ("back pain"), fatigue ("fatigue"), headache ("headaches"), dizziness ("dizziness"), disturbance in attention ("trouble focusing"), memory impairment ("trouble in memory"), pelvic pain ("pelvic pain"), dermatitis allergic ("rash/skin"), bacterial vaginosis ("bacterial vaginosis"), genital haemorrhage ("bleeding"), post procedural complication ("post removal complications-yes"), psychological trauma ("psychological injury") and hypersensitivity ("allergic reaction") and was found to have weight increased ("weight gain"). The patient was treated with iron, metronidazole, tranexamic acid (tranexamic), vitamins nos (multivitamin), drospirenone + ethinylestradiol (yaz) and surgery (robotically assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, iron deficiency anaemia, abdominal pain, back pain, fatigue, headache, dizziness, disturbance in attention, memory impairment, dermatitis allergic, bacterial vaginosis and genital haemorrhage had resolved and the procedural pain, vaginal haemorrhage, abdominal distension, vaginal discharge, pelvic pain, post procedural complication, psychological trauma, weight increased and hypersensitivity outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, bacterial vaginosis, dermatitis allergic, disturbance in attention, dizziness, fatigue, genital haemorrhage, headache, hypersensitivity, iron deficiency anaemia, memory impairment, menorrhagia, pelvic pain, post procedural complication, procedural pain, psychological trauma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: until the essure removal, neither she nor her doctors could clearly correlate her problem as being associated with the device. After the essure removal, the cause of her problems became obvious, due to their resolution. In addition, it was reported physician found that an acepto bulb was accidentally left in the vagina during the hysterectomy. On or around (B)(6) 2017 the physician removed the bulb from the vagina and prescribed metronidazole. Discrepancy in essure insertion date as: (B)(6) 2013. Patient received treatment for weight gain, bleeding, urinary tract/bladder problems. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event weight gain, allergic reaction added. Rcc note added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy menses with clotting/menorrhagia') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity (she is allergic to ¿fake¿ or ¿costume¿ jewelry, which often contains nickel). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, the patient experienced procedural pain ("post operative occasional sharp pains in her lower abdomen"), vaginal haemorrhage ("spotting"), abdominal distension ("post operative bloating") and vaginal discharge ("post operative discharge and a foul vaginal odor"), 4 years 3 months after insertion and 1 month 18 days after removal of essure. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), iron deficiency anaemia ("iron deficiency anemia"), abdominal pain ("abdominal pain/cramping"), back pain ("back pain"), fatigue ("fatigue"), headache ("headaches"), dizziness ("dizziness"), disturbance in attention ("trouble focusing"), memory impairment ("trouble in memory"), pelvic pain ("pelvic pain"), dermatitis allergic ("rash/skin"), bacterial vaginosis ("bacterial vaginosis"), genital haemorrhage ("bleeding"), post procedural complication ("post removal complications-yes") and psychological trauma ("psychological injury"). The patient was treated with iron, metronidazole, tranexamic acid (tranexamic), vitamins nos (multivitamin), drospirenone + ethinylestradiol (yaz) and surgery (robotically assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, iron deficiency anaemia, abdominal pain, back pain, fatigue, headache, dizziness, disturbance in attention, memory impairment, pelvic pain, dermatitis allergic, bacterial vaginosis and genital haemorrhage had resolved and the procedural pain, vaginal haemorrhage, abdominal distension, vaginal discharge, post procedural complication and psychological trauma outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, bacterial vaginosis, dermatitis allergic, disturbance in attention, dizziness, fatigue, genital haemorrhage, headache, iron deficiency anaemia, memory impairment, menorrhagia, pelvic pain, post procedural complication, procedural pain, psychological trauma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: until the essure removal, neither she nor her doctors could clearly correlate her problem as being associated with the device. After the essure removal, the cause of her problems became obvious, due to their resolution. In addition, it was reported physician found that an acepto bulb was accidentally left in the vagina during the hysterectomy. On or around (B)(6) 2017 the physician removed the bulb from the vagina and prescribed metronidazole. Discrepancy in essure insertion date as: (B)(6) 2013. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received- events added- post procedural complication, genital haemorrhage, dermatitis allergy, pelvic pain, psychological trauma and bacterila vaginosis. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("heavy menses with clotting/menorrhagia") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity (she is allergic to "fake" or "costume" jewelry, which often contains nickel). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), iron deficiency anaemia ("iron deficiency anemia"), abdominal pain ("abdominal pain/cramping"), back pain ("back pain"), fatigue ("fatigue"), headache ("headaches"), dizziness ("dizziness"), disturbance in attention ("trouble focusing") and memory impairment ("trouble in memory"). The patient was treated with drospirenone + ethinylestradiol (yaz), tranexamic acid (tranexamic), multivitamins, plain (multi-vitamin), metronidazole, iron in other combinations and surgery (robotically assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the patient experienced procedural pain ("post operative occasional sharp pains in her lower abdomen"), vaginal haemorrhage ("spotting"), abdominal distension ("post operative bloating") and vaginal discharge ("post operative discharge and a foul vaginal odor"). At the time of the report, the menorrhagia, iron deficiency anaemia, abdominal pain, back pain, fatigue, headache, dizziness, disturbance in attention and memory impairment had resolved and the procedural pain, vaginal haemorrhage, abdominal distension and vaginal discharge outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, disturbance in attention, dizziness, fatigue, headache, iron deficiency anaemia, memory impairment, menorrhagia, procedural pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: until the essure removal, neither she nor her doctors could clearly correlate her problem as being associated with the device. After the essure removal, the cause of her problems became obvious, due to their resolution. In addition, it was reported physician found that an acepto bulb was accidentally left in the vagina during the hysterectomy. On or around (B)(6) 2017 the physician removed the bulb from the vagina and prescribed metronidazole. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.